Manufacturer narrative:
This supplemental is being submitted for completion of analysis and investigation. Product event summary: one controller was returned for evaluation. The other controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the returned controller passed visual inspection. Functional testing revealed that the no power alarm did not sound when both the power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery's cells were swollen and one of the cells had signs of leakage. Supplemental testing revealed that one of the defective cells did not provide power. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm file for this controller revealed a controller fault alarm logged on (B)(6) 2020 at 19:55:54 due to a fault in the internal battery; analysis of the controller log files revealed that the internal battery voltage was below the nominal values. Controller log files of the controller also revealed a vad disconnect alarm was logged on (B)(6) 2020 at 20:14:15, likely due to the reported controller exchange. Review of the controller log files for the other controller revealed a controller power up event on (B)(6) 2020 at 20:51:42. Review of the event log file for (B)(6) revealed that the controller last had power on (B)(6) 2017. Additionally, review of the data log file for the controller revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 20:52:17 on (B)(6) 2020, indicating that the power up event occurred during the reported controller exchange. In addition, controller log files show a controller power-up event without a motor start and a power disconnect alarm were logged on(B)(6) 2020, likely due to troubleshooting of the controller. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm and the no power alarm not activating during testing can be attributed to a leaky internal nimh battery. Based on log file analysis, the most likely root cause of the reported vad disconnect alarm can be attributed to the controller exchange. The most likely root cause of the reported power disconnect alarm can be attributed to troubleshooting after the con troller exchange. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. Additional products: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the controllers exhibited a controller fault alarm and a ventricular assist device (vad) disconnect alarm confirmed on log files. It was also reported that a power disconnect alarm was heard. Log file review also displayed that the other controller exhibited an unexpected loss of power. Both controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction of the event description and to add an additional controller involved in this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2018 / serial #: (B)(6) UDI #: (B)(4). D10: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-mar-2017. H5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11 additional information has been requested, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized. One of the controllers exhibited a controller fault alarm and a ventricular assist device (vad) disconnect alarm confirmed on log files. It was also reported that a power disconnect alarm was heard. Log file review also displayed that the other controller exhibited an unexpected loss of power. Both controllers were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power accompanied by a controller fault alarm and a ventricular assist device (vad) disconnect alarm confirmed on log files. It was also reported that a power disconnect alarm was heard. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. The previously reported failure findings remain unchanged. Product event summary: one controller (B)(6) was returned for evaluation. One controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that (B)(6) passed visual inspection. Functional testing revealed that the no power alarm did not sound when both the power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery's cells were swollen and one of the cells had signs of leakage. Supplemental testing revealed that one of the defective cells did not provide power. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm file for (B)(6) revealed a controller fault alarm logged on (B)(6) 2020 at 19:55:54 due to a fault in the internal battery; analysis of the controller log files revealed that the internal battery voltage was below the nominal values. Additionally, log files revealed that (B)(6) was in use for more than two years. Controller log files of (B)(6) also revealed a vad disconnect alarm was logged on (B)(6) 2020 at 20:14:15, likely due to the reported controller exchange. Review of the controller log files for (B)(6) revealed a controller power up event on (B)(6) 2020 at 20:51:42. Review of the event log file for (B)(6) revealed that the controller last had power on 30-may-2017. Additionally, review of the data log file for (B)(6) revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 20:52:17 on (B)(6) 2020, indicating that the power up event occurred during the reported controller exchange. In addition, controller log files of (B)(6) a controller power-up event without a motor start and a power disconnect alarm were logged on 31-jan-2020, likely due to troubleshooting of the controller. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm and the no power alarm not activating during testing can be attributed to a leaky internal nimh battery. Based on log file analysis, the most likely root cause of the reported vad disconnect alarm can be attributed to the controller exchange. The most likely root cause of the reported power disconnect alarm can be attributed to troubleshooting after the controller exchange. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: serial #: (B)(6) h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.